Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s transmitter was not performing device checks. The cause of the problem was found to be the transmitter was unable to read the device likely due to a possible rf chip issue. The transmitter will be replaced.